Manufacturer narrative:
H6) the tip of the returned tap has been broken off. There is no other damage to the instrument. This regulatory report is being submitted due to retrospective review through CAPA 626390. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the site had a defective instrument. The screw head inside was totally flattened. The reported cause of the issue seemed to be that the screw head was flat. It was possibly normal wear and tear over time. There was no patient involvement.